Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to bowel ischemia, ileus, bowel necrosis, embolization (micro and macro) with transient or permanent ischemia, renal failure, and death. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (rlt281414j/14800764 and pxc141400j/13084767). Also, transcatheter aortic valve intervention (tavi) was performed to treat an aortic-valve stenosis using a non-gore manufactured prosthetic heart valve. On the same day post initial implant procedure, the patient suffered from cholesterol embolism. Additionally, renal failure and bowel ischemia were revealed. The patient received dialysis treatment for the renal failure. It was reported that there had appeared extreme thrombus in the patient¿s aorta, from the ascending aorta to the abdominal aorta. Also, the device manipulation could have caused or contributed to the cholesterol embolism. On (B)(6) 2017, blue toe syndrome was revealed. On (B)(6) 2017, the patient vomited, and ileus was revealed. On (B)(6) 2017, bowel necrosis was revealed. On (B)(6) 2017, the patient suffered from multiple organ failure. Transfusion was performed, but the patient expired on the same day.